Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had battery power failure. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a battery power failure. A field service engineer had checked all cables and confirmed that the battery was functioning properly. The field service engineer replaced the power module and verified its performance using the hardware test application. The field service engineer had also cleaned multiple drawers and removed accumulated debris. Customer verified station was working fine in application. The system functioned as intended after the field service engineer repaired the device.